Event description:
During procedure using a jade balloon inside a stent in superficial femoral artery (sfa), the balloon popped during retrieval when the balloon got stuck on the strut of the stent and got deflated. It ripped the balloon in half. The distal tip of the balloon was retrieved using a snare. No fragments were left in the patient's body. Additional information: the balloon was not able to be inflated. Patient is fine. A replacement balloon was used with no problem.